Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a high energy endo therapy accessory was used, such as laser or high frequency, without keeping enough distance from tip of the subject device. However, a specify cause of the suggested event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the objective lens had corrosion, the light guide lens had a burn, the bending section cover rubber had stain, the image guide protector had discoloration, due to damage on the channel tube the water tightness was lost, there was no electrical continuity due to damage on the distal end, due to a burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value, and due to damage on the channel tube the suction volume did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a leak at the bending section cover rubber. The issue was observed during receipt inspection and there was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the plastic distal end cover had a burn this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.